Event description:
It was reported that array movement post cuts would not allow post op screen progression. Suspect array had been clamped half way between facets, upon impaction of femoral trial component, forces shook the clamp and array loose. Arrays would not allow torsion when initially attached, after femoral trial impaction, femoral array noticeably loose. Procedure was completed manually.

Manufacturer narrative:
H10: the device, used in treatment, was not made available to the designated complaint unit for evaluation. Thus, visual and functional evaluation could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review did not identify prior similar events. This failure mode will be trended to assess for any necessary corrective actions. The navio surgical system surgical technique for total knee arthroplasty provides instructions for attaching the tracker clamp in the bone tracking hardware section. This failure mode is identified in the risk assessment. We were not able to confirm if there was a relationship established between the reported event and the device. The root cause could not be determined. A factor that could have contributed to the reported issue is if the suspect array had been clamped half way between facets, allowing the clamp and array to shake loose upon impaction of the femoral trial component. Per complaint details, currently unable to rule out a procedural variance (improper attachment) as a contributing factor to the reported event which does not represent a device malfunction. Per the field report, all cuts were completed; however, the post-implantation ligament stressing was performed manually. Based on the information provided, no patient injury resulted from the procedure change and the subsequent modified surgical technique. Therefore, no further medical assessment is warranted at this time.